Event description:
The hcp reported the pt was experiencing ineffective pain management. X-rays showed the intrathecal catheter had migrated to the muscles. A new catheter was placed and the pump was reprogrammed. The pt recovered without sequela.